Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they were having issues charging their implant. Patient stated that they would get the reposition antenna message and would not be able to get the coupling boxes on the recharger. Patient also stated that when they would try to charge the implant, they would only getthe poor communication screen. Patient stated that their implant was dead and that the implant placement hurts all the time. Patient noted that when they are in jeans the implant moves around and hurts so bad. Patient mentioned that they have fallen a lot and are not sure if that is why the connection is difficult between the implant and the recharger. Patient noted that their doctor told them that the implant would not move but that their implant has been moving since they had it implanted; the implant moves everywhere and they feel it. Agent walked patient through repositioning the antenna and turning the dial and patient was still not able to charge. Patient reported that they were laying down trying to charge and were unsuccessful; patient added that they had tried everything and nothing worked for them to su ccessfully charge their implant. Agent advised the patient to follow up with their managing hcp to further address the issue; patient stated that they got a text from someone at their doctors office saying that someone had let the doctor know about the patients implant placement and charging issues. Patient followed up saying that they have not made an appointment with their doctor yet since the last time they had charging issues; patient added that they are miserable and have not been able to use their stimulator. Patient reported that they can barely stand for long or sit without pain and that the only way to ease thepain is to lay down but not on their back or touching the implant. Patient stated that their pain medication helps and is the only thing that makes the pain better. Agent redirected the patient to their managing hcp to further address the issue..

Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.